Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device appeared to be leaking and was empty when they went to use it. Attended onsite and completed service which it passed. At the end of service, they noticed that the machine was leaking large amounts of water (over 200mls) and was constantly dripping from the bottom of the device. Machine drained and prepared for return. Per follow up information received via email on 24apr2024, device has been sent in the bd facility for evaluation. The issue has not been resolved the device was in queue for investigation. Per sample evaluation results received on 16sep2024, it was reported that arctic sun device had a broken elbow on the bottom of the tank and heater failure was isolated to all 2 heating elements internal thermal fuses as measured with a digital meter to be open measuring infinite resistance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was an open circuit. The device was evaluated upon receipt. Heater failure was isolated to all 2 heating elements. Internal thermal fuses as measured with a digital meter to be open measuring infinite resistance. Replaced heater. The device passed all applicable testing and is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device appeared to be leaking and was empty when they went to use it. Attended onsite and completed service which it passed. At the end of service, they noticed that the machine was leaking large amounts of water (over 200mls) and was constantly dripping from the bottom of the device. Machine drained and prepared for return. Per follow up information received via email on 24apr2024, device has been sent in the bd facility for evaluation. The issue has not been resolved the device was in queue for investigation. Per sample evaluation results received on 16sep2024, it was reported that arctic sun device had a broken elbow on the bottom of the tank and heater failure was isolated to all 2 heating elements internal thermal fuses as measured with a digital meter to be open measuring infinite resistance.